Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional graftmaster device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported the procedure was to treat a lesion in the mid left circumflex (lcx) artery. A non-abbott stent was implanted however post implantation a dissection was noted. A 2.80x16mm rx graftmaster stent delivery system (sds) was advanced however failed to cross the lesion due to the anatomy. Another graftmaster of the same size was advanced however also failed to cross due to the anatomy. The procedure was completed with no further treatment as it appeared the dissection healed itself. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database did not indicate a lot specific quality issue. A conclusive cause for the reported failure to advance could not be determined; however, factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. In this case, it is possible the device may have interacted with the moderately calcified, moderately tortuous, 90% stenosed lesion during advancement, resulting in the reported failure to advance. Further interaction with the challenging anatomy during retraction of the device may have contributed to the observed material deformation (stent damage) and stretched white foil; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.